Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 500 mg/dl with polydypsia, disorientation, and shakiness. It was reported the patient self-treated with insulin via pump, insulin via injection, and had discontinued pump use. The reporter noted the pump¿s settings were not recently changed. Troubleshooting was unable to be completed. This complaint is being reported because the alleged hyperglycemia was related to an alleged inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1 date of submission 04/13/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or related alarms. The total daily dose history is appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.